Event description:
The following information was reported to kci by the physician: on (B)(6) 2010, activ.a.c. Therapy was initiated. On (B)(6) 2011, the patient's ischial stage IV pressure ulcer wound was examined in the physician's office and pieces of foreign material were found in the wound base and in one wound tunnel located at 9 o'clock. It was unknown how long the foreign material had been in the wound. The physician did not recall the exact size or number of pieces of foreign material in the wound. The wound was debrided via scalpel in the physician's office and all pieces of the foreign material were removed. Hemostasis was achieved after the foreign material removal. After the debridement, v.a.c. Therapy was re-applied with adaptic to the base of the wound prior to placing the dressing. The patient was doing well.

Manufacturer narrative:
Device labeling, available in print and online, states: always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape or foam quantity label if available, and in patient's chart. When dressing is removed, count the number of foam pieces removed, correlate the count with the number of pieces previously placed in the wound and verify the complete removal of all v.a.c. Foam dressings pieces. V.a.c. Foam dressings are not bioabsorbable. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Wounds being treated with the v.a.c. Therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c. Dressings should be changed every 48 hours to 72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Based on information provided by the health care providers, it cannot be determined that the foreign body alleged to be v.a.c. Granufoam and v.a.c. Whitefoam were removed from the wound. The foreign body was not returned to kci for identification; therefore, kci was unable to confirm identity of the foreign object. There was no product malfunction. This report is being filed due to possible user misuse.